Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a left-side trans carotid tavr (transcatheter aortic valve replacement) procedure with a 26mm sapien 3 valve in the native aortic position, the balloon to the 26mm certitude delivery system (ds) burst while being deployed. The ds was not able to be removed through the 18fr certitude sheath; the ds and sheath had to be removed together as a unit. A second and new 18fr certitude sheath was then inserted into the carotid artery to finish closing the arteriotomy.